Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. Information was received stating that the ventilators gas modules were replaced. The replaced gas modules were not returned for technical investigation, the ventilator device logs were however received. Evaluation of the test log shows that the last approved pre-use check test was made in april 8, 2020. All the attempt afterwards have either failed or been canceled. The review of the event log shows that the device generated a technical error alarm indicating that the safety valve was open during ventilation on (B)(6) and (B)(6) same year. At the same time, clinical alarms indicating stop of ventilation were also verified. The same alarm combination can be verified ones again on august the first during ventilation, the generated clinical alarms this day also indicated stop of ventilation. Pre-use check that always must be done before the ventilation session is initiated, (according to the device operating manual) were not performed prior any of these three occasions. Since no goods was returned for investigation, the true cause of the reported issue cannot be established.

Event description:
It was reported that the ventilator failed pre-use check and generated a technical error that indicates "safety valve open". There was no patient involvement. Manufacturer ref.#: (B)(4).